Event description:
It was reported that while a pt was being transferred at the highest height position from the cot to a bed, the cot began to tip. Allegedly, the caregiver climbed across the bed to grab the cot, and sustained a strained shoulder and neck. There are no adverse consequences to the pt reported. The caregiver reportedly was prescribed medication for the strain and utilized a sling.

Manufacturer narrative:
The customer reported that the cot was operating properly. There was no product malfunction.